Event description:
A non-health care professional reported that during loading it was realized that the haptic was broken.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. One haptic is broken but is still attached to the optic, the other haptic is deformed. There is solution and loose fibers on the optic. We are unable to determine the root cause for the reported complaint "haptic was broken, no patient contact". The iol was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).